Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert cat# 626-00-48g; lot# 57972604, delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 58273003, proximal fem comp std; cat# 64951001; lot# blr4b, titanium revision acetabular; cat# 509-02-64g; lot# h61nra. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient has had multiple revisions for infection following primary tha performed at an outside institution in 2015 (outside cors scope). Patient underwent irrigation and debridement followed by placement with stryker constrained mechanisms: proximal femoral component, liner and femoral head exchanged.